Event description:
It was reported that the procedure was to treat a lesion in the proximal left main (lm) with heavy calcification. The xience pro stent delivery system (sds) was advanced, but could not be delivered past a heavily calcified portion in the left main stem (lms). The sds became caught on the calcium in the lms; therefore, the sds was pulled which caused the guiding catheter to enter the lms. The force exerted on the sds by the guiding catheter caused the stent to accordion. The sds was not able to be advanced further into the lm; therefore, the stent was deployed there. No portion of the stent was deployed in healthy tissue. An additional xience pro stent was implanted distally to fully cover the lesion. The physician commented that both stents were needed to treat the target lesion and the procedure had a good angiographic result. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event and implant date - estimations on initial medwatch report. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.